Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose level of 500 mg/dl. The customer also reported that the insulin pump was not delivering insulin which landed then in the intensive care unit. The customer was treated with insulin drip, manual injection and with insulin pump. The customer also reported that they performed self test and displacement test and both passed. Customer was unable to complete care link upload. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.